Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735836. Product ID: 9735783, product ID: 9735815. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system disconnected from the main cart after approximately 45 minutes. Both carts remain active and the psu is still functional but the camera cart screen indicates that the cart is disconnected. This issue occurred intra-operatively.  Pcoip to o-ring connection produces amber light and red light rather than green. Switching ports on o-ring pcoip connection: issue persisted. Confirmed intermittency of issue as disconnect appeared and disappeared while troubleshooting. There was no patient impact reported.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. The network port was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. Tested all five ethernet ports and all five pinged with 0% packet loss. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. The main cart cable was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The returned cable had no physical damage and passed a continuity test with no opens or shorts detected the reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. The ethernet cable was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The returned cables had no physical damage and passed continuity tests with no opens or shorts detected. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.